Manufacturer narrative:
Overall investigation summary. A complaint was received on adv injector part number 820003 serial number (B)(6) alleging that the injector started an injection uncommanded. There was no injury to the patient as a result of this uncommanded injection. Additional information from the complainant indicates that the uncommanded movement occurred in another case, showing the same issue. There were no error faults that appeared on the screen of the unit. The complainant indicated that the issues are intermittent, stating that the unit has a problem sometimes, and it doesn't at other times. The injector has exceeded its expected useful life. The regional service engineer went on site and tested the unit, but was unable to duplicate any similar issue. Upon further investigation, the service engineer found rusty internal components in the keyboard due to liquid spillage on the powerhead of the injector. After cleaning the affected components, performing preventive maintenance procedures, and conducting successful performance tests, the equipment was deemed operational and returned to customer use. A review of guerbet's complaint tracking system shows a service issue in 2021 where the power head keyboard was replaced due to oxidation found on the component caused by contrast spillage. Impact assessment summary no injury to the patient/user reported. Imdrf codes: b01; c07, c0703; d1105. Root / probable cause code. Equipment/instrument - failure. Root / probable cause summary. Refer to investigation summary. No additional CAPA required at this time. Guerbet quality will continue to monitor and trend for similar issues. These trends and issues are reported on during quality metrics review and during the management reviews to consider input for additional corrective action. Disposition summary: unit cleaned and returned to service.

Event description:
This incident was reported by a facility in bauru, brazil on (B)(6) 2023. The reporter stated that the injector is injecting automatically alone. The contrast media used was omnipaque 300, which was aspirated from the vial into the syringe, when injected into the extension to filling the pump no longer stopped, even after releasing the command button. The pump was turned off at the main switch because it did not respond to the operator's touch screen command. After connecting to pump started again without showing errors, it was tested with a new aspiration and injection and did not show problem and it stayed that way for about 2:30 and then it had the same problem again. In the two similar cases in which the problems occurred, the error faults that occurred were not recorded on the screen. Occurred, for safety the equipment was turned off and blocked for use until it is evaluated and repaired. The pump behaves intermittently, sometimes it has a problem, sometimes it doesn't, it starts to inject and doesn't stop more, even releasing the command on the head or activating the command on the touch screen to interrupt the injection is not interrupted.